Manufacturer narrative:
Effect to patient cannot be confirmed through a log review or duplication testing. A functional test could not be performed due to usb pin damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels beginning (B)(6) 2016 of over 500 (mg/dl) with ketones. A supply change and the pump were used to address elevated bg level. The customer stated their bg levels returned to normal after the supply change and ketones had resolved. The customer also stated another possible cause of the elevated bg level was the pain and stress caused by recent dental work. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.